Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. It is possible that interactions between imaging equipment and the anatomy resulted in the reported poor visibility; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous iliac artery. The 8.0x60mm absolute pro stent was deployed successfully; however, the stent was noted to have poor visibility under fluoroscopy. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.